Event description:
The account alleged the casters will not hold in the brake position when the brakes are set.

Manufacturer narrative:
The account's biomed installed the replacement brake link to repair the stretcher.